Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the tip of the monopolar curved scissors (mcs) was missing a portion of the plastic. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was a urethral reimplant. The date that the defect was noted on the scissor was 12/18. The instrument was opened for the procedure and never used. There was no concern of a fragment falling into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed. The instrument was found to have a broken tube adapter at the distal end, and a piece approximately 0.074" x 0.076" in size was not returned with the instrument. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.